Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 43.3-44.1cm from the connector pin. The coil was fractured at the same location. This fracture is consistent with the observation from the field of noise.

Event description:
It was reported that the patient received several inappropriate shocks due to ventricular oversensing of noise. A non-specific lead anomaly was suspected. The lead was explanted and replaced.